Event description:
It was reported that they were having trouble with the first arctic sun device, so they replaced it with s/n (B)(6). The first device gave an alarm that the patient could not reach target temperature, and the reservoir might be too full and not with the device to get the alarm number. With the current device (s/n (B)(6) the patient was not maintaining the target temperature of 36c. The patient was in the 35's or 36.5-36.8c. Currently patient was 36.7c and the water temperature was 9.8c. The flow was 0.3lpm. 7-month-old baby on a neonatal pad. Had nurse disconnect and reconnect the pad using proper technique and check for kinks. They were able to identify a kink. Flow was 0.9lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 30 percentage. Baby was directly on the pad, but not taco-ed in. Suggested taco-ing the baby and continuing the monitor the flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having trouble with the first arctic sun device, so they replaced it with s/n (B)(6). The first device gave an alarm that the patient could not reach target temperature, and the reservoir might be too full and not with the device to get the alarm number. With the current device (s/n (B)(6)) the patient was not maintaining the target temperature of 36c. The patient was in the 35's or 36.5-36.8c. Currently patient was 36.7c and the water temperature was 9.8c. The flow was 0.3lpm. 7-month-old baby on a neonatal pad. Had nurse disconnect and reconnect the pad using proper technique and check for kinks. They were able to identify a kink. Flow was 0.9lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 30 percentage. Baby was directly on the pad, but not taco-ed in. Suggested taco-ing the baby and continuing the monitor the flow rate. Per follow up information received via task on 02oct2025, spoke with nurse who confirmed they ended up switching the neonate pad because the flow rate continued to drop every few minutes. After switching out the pad, the flow rate was good, and the water temperature was finally able to increase and rewarm patient. Therapy completed without further issue and was not sure if the original pad was kept but would inform charge nurse that a box should be coming. Nurse could not provide the serial number or status of the original device that had been exchanged, but remembered the alert received was a 113-temperature problem.

Manufacturer narrative:
The reported event was confirmed. The root cause is unknown as investigation did not result in any additional findings and no sample was available for evaluation. Per additional information, after switching out the pad, the flow rate was good, and the water temperature was finally able to increase and rewarm patient. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.